Manufacturer narrative:
H11 - manufacturer narrative: iop elevation from baseline, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault and elevated iop. Lens remains implanted.

Manufacturer narrative:
Upon receiving additional information, it was determined to be a duplicate of a different claim. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4)

Manufacturer narrative:
B2 - outcomes attributed to adverse event: no items should be checked off on initial MDR. Claim #: (B)(4).